Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was returned for analysis. An inspection of the internal components and power entry module was performed prior functional testing. The result of the visual inspection was inconclusive as no visual signs of arcing of burned components was identified. Ac power was applied to the rf generator and a successful power on self-test was observed. User defined temperatures were successfully achieved during the application of radio frequency energy. No odors, faults, warnings or irregular heating periods were encountered during the evaluation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of visible smoke was not conclusively determined as it was not reproduced.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
Prior to a procedure, following start up, smoke was noted from the generator. No patient was involved and there were no adverse consequences to the user.